Event description:
It was reported that this patient's remote communicator has recently exhibited two red alerts regarding low, out of range pacing impedance measurements (<200 ohms) from the right ventricular lead. Boston scientific technical services was contacted and confirmed that this alert is non-configurable and would not reoccur until the next in-clinic programmer interrogation. It was noted that the physician will likely continue to monitor until the next follow-up appointment. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that this patient's remote communicator has recently exhibited two red alerts regarding low, out of range pacing impedance measurements (<200 ohms) from the right ventricular lead. Boston scientific technical services was contacted and confirmed that this alert is non-configurable and would not reoccur until the next in-clinic programmer interrogation. The alert limit was decreased to the lowest possible. Recently, another alert was received for low, out-of-range pacing impedance measurements. The physician is continuing with normal remote monitoring. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.